Event description:
Following an uneventful deployment of the coil into the target internal carotid artery (ica) aneurysm, the physician detached the coil. It was verified under fluoroscopy that the coil was detached. As the physician was withdrawing the delivery wire, it was noted that the coil was not detached. However, only the delivery wire was removed from the patient and the physician was felt that the coil may broken off the delivery wire as the device was removed. This resulted in a few centimeter of the proximal part of the coil protruding into the parent vessel. There was no action taken to deal with the prolapsed coil. Four coils were implanted after this event but the protruded part of the subject coil was not back into the aneurysm. There was no clinical consequence to the patient and the patient 'has no health damage at this point.'

Event description:
Following an uneventful deployment of the coil into the target internal carotid artery (ica) aneurysm, the physician detached the coil. It was verified under fluoroscopy that the coil was detached. As the physician was withdrawing the delivery wire, it was noted that the coil was not detached. However, only the delivery wire was removed from the patient and the physician was felt that the coil may broken off the delivery wire as the device was removed. This resulted in a few centimeter of the proximal part of the coil protruding into the parent vessel. There was no action taken to deal with the prolapsed coil. Four coils were implanted after this event but the protruded part of the subject coil was not back into the aneurysm. There was no clinical consequence to the patient and the patient "has no health damage at this point."

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Based on the information provided, the physician did not encounter any difficulties until he tried to retract the coil and the coil may break off the delivery wire as the device was removed. The most likely that some anatomical or procedural factors caused or contributed to the event. Therefore, a root cause of operational context has been assigned to this event as performance was probably limited due to procedural factors encountered during the procedure.